Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files rec'd. (B)(4). Conclusion: the reported behaviour is due ot a user error: no pt name was entered upon ICD interrogation. Therefore, pt files created could not be found afterwards in the mgr screen.

Event description:
The ICD involved in this MDR report was interrogated on (B)(6) 2008 during scheduled follow-up. The physician reported that although pt files have been stored several times during the session, no pt file related to this ICD appeared in pt file list (in the manager screen). Reportedly, pt files from other ovario vr pts have been stored successfully.